Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported the rpms were out of specification on the low end. When first plugged into power supply the unit would not work. The cord was wriggled and it started to work. The event timing was outside of surgery. There is no harm or delay reported. No adverse events were reported as a result of this malfunction due diligence is complete and no additional information is available.

Event description:
No additional event information available.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. Review of the most recent repair record determined the device did not work at first and then the motor speeds were out of specification on the low end. The motor, plug harness, and switch were replaced and resolved the reported issue. Review of the device history record identified no deviations or anomalies during manufacturing related to the reported event. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.